Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with pump reset information and assisted with resetting the pump, which resolved the issue. The customer was instructed to continue using the pump and to contact support again if the malfunction code reappears, which the customer understood and acknowledged.